Manufacturer narrative:
Manufacturing site reported that the correct manufacturing date for this system is 2009 and not 5/4/2010 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is not a recognizable adverse trend based on the trend review and risk evaluation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service visited the account and aligned the beam. No failure was detected. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that laser did not cut the flap in left eye of patient. Procedure was aborted and will be rescheduled. Patient was given isoptomax eye drops 4 times a day.